Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room for high blood glucose on unknown date .blood glucose level was 600 mg/dl. Troubleshooting was performed the insulin pump will not be returned for analysis.

Manufacturer narrative:
Correction was made to clarify that there was not product troubleshooting. Also clarified that the date the customer was at the emergency room was (B)(6) 2020; the date of call.

Event description:
The customer reported via phone call that they were in the emergency room for high blood glucose on (B)(6) 2020. Blood glucose level was 600 mg/dl. Troubleshooting was not performed. The insulin pump will not be returned for analysis.